Event description:
It was reported that post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal circumflex (cx). The lesion was 3 mm wide, 18 mm long, and was 100% stenosed. There was no calcification nor tortuousity. The physician predilated the lesion prior to placing a 3. 0 x 20 mm taxus express2 stent. The patient received abciximab during the procedure. The patient was discharged 5 days later. On day 147, the patient presented with reiterative atypical chest pain. The patient had a positive holter monitor test for ischemia. A treadmill test revealed st depressions. Coronary angiography revealed proximal edge in-stent restenosis. A taxus stent was then placed in the lcx. The event was considered resolved the following day. In the opinion of the physician, there is a definite relationship between the tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8291700 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.